Manufacturer narrative:
Upon reassessment of the reported event, it was determined this product will be reported on 0001822565-2018-01372. This report should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was found broken in bins in a distributor warehouse. No patient involvement. No adverse events have been reported as a result of the malfunction.